Event description:
The customer reported a vent inop condition; post timer/24v failure. No patient involvement reported.

Manufacturer narrative:
The power supply was tested and no faults were identified.